Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that while outside of procedure, the tip of the screw driver was worn. There was no patient present at the time of the issue.